Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl and was treated with insulin pump and manual injections. The customer¿s current blood glucose was 397 mg/dl. The customer stated that they woke up with a blood glucose of 597 mg/dl - 600 mg/dl and did not know the reason. The customer been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The insulin pump passed the high performance test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.